Event description:
During a service visit at the facility, an arjohuntleigh engineer (MFR's sales unit) noticed an opera lift with a boom slightly bent backwards. On closer inspection, it was found the t-bar (spreader bar's attachment system) had started to detach from the boom. No pt was involved.

Manufacturer narrative:
The MFR is waiting for the return of the defective parts and further info will be provided upon conclusion of the investigation.